Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence and basal delivery with multiple cartridges. Additionally, it was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. Customer's blood glucose was 300 mg/dl. Customer reverted to an alternate pump for insulin therapy.